Event description:
Caller alleged discrepant inratio results. No information on strip lot number of friends inratio meter, but same strip code ja0ay. The same finger used for testing earlier was used.

Manufacturer narrative:
Investigation pending.